Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent dislodged inside the guide catheter upon delivery. The guide wire was removed, followed by the synergy ii stent. A new guide wire was then advanced and the procedure was completed with another 4.00 x 32 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. A 6f guide catheter was returned for analysis with the device. The tip end of the guide catheter was cut exposing the internal material of the guide catheter. The stent was dislodged from the sds and not returned for analysis. The manufacturing data for this device was reviewed and no issues were highlighted. The maximum crimped stent profile was found to be within max crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the crimped stent at time of manufacture. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified a kink within the midshaft at approximately 3cm from the hypotube/midshaft bond. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent dislodged inside the guide catheter upon delivery. The guide wire was removed, followed by the synergy ii stent. A new guide wire was then advanced and the procedure was completed with another 4.00 x 32 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.